Event description:
The manufacturer received information alleging alarm service required. There was no harm or injury reported. Distributor observed error codes related to the battery and oxygen blending module. Evt_battery_not_charging_fault means the internal or detachable battery is not charging due to a hardware fault for greater than or equal to one minute. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_flow_stuck means the o2 flow communication ceased and the sensor is reporting the same value. The detachable battery pack and the oxygen blending module assembly were replaced to address the issues. An additional error code was observed which is not considered a reportable malfunction, but it was resolved with the replacement of the oxygen blending module. Evt_o2_pressure_railed_low means the o2 pressure sensor railed to maximum negative value.